Event description:
Caller reported a false negative urine hcg test with sp brand rapid test dipstick vs. Serum quantitative test. Hospital performs routine urine hcg testing on psychiatric pts. If the test is negative, a serum sample is taken the following day and sent out for a quantitative test. A urine test was run on a (B)(6) female pt by experienced nurse. The pt's last menstrual period date was not known. Pt told the nurse that it was within the last 30 days. Based on the result of the serum test and the doctor's assessment, the gestational time was about 10 days. No further pt info was provided.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg111009-02; 100miu/ml hcg urine control lot: hcg110307-01; 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention strip meet qc spec. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 241.0iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.